Event description:
The facility reported potassium phos was to be programmed at a rate of 125 ml/hr the potassium phos was programmed on the same channel with a levophed during a patient infusion resulting in tachyarrhythmia. The patient was given amioardone and magnesium ivpb. The infusion was stopped and the levophed was restarted at 3mcg/minute. The patient outcome was positive.

Event description:
The md ordered for amiodarone load plus magnesium ivpb. The charge nurse was about to set up these medications and discovered that the levophed was infusing at a rate of 125ml/hour. The infusion was stopped. The amiodarone and magnesium were not given since the error in programming the levophed was noted.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filled upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Although baxter has attempted to obtain this device for evaluation, this device has not been made available for evaluation. Additional information: the facility has determined that the event was caused by user error in programming the device. The baxter sales representative has assisted the facility in retraining the hospital employee. The hospital has put into place a corrective action plan and pump training program for current and future employees. No additional information will be available. The patient outcome was reported to be good.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 20 2007.additional information:no additional information has been received related to this event. The facility determined that the event was caused by user error in programming the device. The device involved in the event has not been identifed and cannot be determined. The device will not be returned for evaluation.